Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported during fill 2 of 6 the cycler alarmed for air detected in the cassette. The patient found air in the patient line. The patient was advised to watch the heater bag connection for air and the patient found fluid leaking from the set connector and the heater bag. The patient was advised to discontinue treatment and to contact his nurse. During follow up the patient reported he had contacted his nurse who advised to go to the emergency room for assistance. The patient was aided at the emergency room with a drain and a manual fill. Effluent was cultured and negative. There was no adverse event reported. The set was discarded.